Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar fusion procedure, l4-l5, utilizing matrix degen pedicle polyaxial screws on (B)(6) 2017, as the surgeon was trying to remove a locking cap to push a shorter rod in, he was unable to remove the locking cap. When the surgeon was tightening the cap, the torque driver seemed to malfunction and too much torque was applied to the cap resulting in it becoming cold-welded. When he tried to remove it with a different t-handle, the t-handle racheting mechanism stopped functioning and the shaft stripped. At that point, the surgeon realized he wasn¿t going to get the locking cap off so he moved on. The locking cap remained on the pedicle screw that was implanted. There was a reported surgical delay of ten minutes, due to the attempted removal of the locking cap. Additional, unanticipated intraoperative imaging was required (four to five seconds of extra fluoroscopy). The procedure was successfully completed with the patient in stable condition. Concomitant devices reported: polyaxial head (part number unknown, lot number unknown, quantity 1); pedicle screw (part number unknown, lot number unknown, quantity 1) rod (part number unknown, lot number unknown, quantity 1) this report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Other number¿UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part# 03.632.401 lot# 9875962: manufacturing location: (B)(4), manufacturing date: 25.may.2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed. The following complaint device(s) was received by customer quality (cq): one straight tip t25 driver-long (part number: 03.632.401, lot number: 9875962, mfg date: 25may2016). A visual inspection and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The straight tip t25 driver-long (03.632.401) is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system. The returned instruments were evaluated and it was confirmed that the distal tip of the straight handle is stripped which may prevent the device from functioning as intended. Replication of the complaint condition is not applicable as its already stripped. Relevant drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause could be determined; the failure mode is consistent with the application of excessive torque. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.